Manufacturer narrative:
(B)(4). Date sent: 6/26/2026. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information was requested, and the following was obtained: did this event contribute to any patient adverse event? If yes, please explain. Received information as following from sales rep. Please refer to the event description, other information requested is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a cesarean section under continuous hard anesthesia surgery on (B)(6) 2026, and suture was used. The problem of pulling off suture needle happened during the operation. The doctor immediately replaced the suture with another batch of the same model, and the surgery was successfully completed. Additional information was requested.